Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) and (device #2) on (B)(6) 2005 and (B)(6) 2007. It is also alleged by patient's attorney that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the perfix plug, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."